Manufacturer narrative:
H6: medical device problem code 2017 clarifier- incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was air aspirated/prepped inside of the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU), specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an in-stent re-stenosis (isr) in the left main coronary artery that was moderately calcified. The 5.0x8mm nc trek neo coronay dilatation catheter (cdc) was prepped (air aspiration) inside the anatomy prior to use. During advancement, resistance was met with the lesion. When the balloon was inflated to dilate the isr, the balloon failed to pressurize from around 6 atmospheres before the nominal pressure was reached. Contrast was noted to start spewing from the balloon on cine angiography. A balloon rupture was suspected; therefore the cdc was removed. When it was checked outside the anatomy, a rupture was confirmed in the distal part of the balloon. The isr was dilated with a non-abbott balloon and drug coated balloon to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.